Event description:
Reporter stated that patient obtained a blood glucose result of 411 mg/dl, while using the suspect device. Based on this result, patient delivered 15 extra units of nph insulin and 14 units of fast-acting insulin. Patient went to sleep, and later awoke experiencing hypoglycemic symptoms. Patient's blood glucose measured 19 mg/dl, using the suspect device, and 43 mg/dl on another manufacturer's blood glucose monitor. Patient was given orange juice, after which their blood glucose measured 38 mg/dl (on suspect device). Patient was transported to the emergency room; however, reporter was unable to provide any information about additional treatment received. Controls had not been run on the system. A request was made for the return of the suspect device and replacement product was shipped.